Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a baseline ECG. The cause for the failure was isolated to a low voltage brown wire in the cable connecting ECG a and ECG b. The root cause for the low voltage wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was causing adjust belt messages.